Event description:
It was reported via medwatch report. The procedure was being performed on (B)(6) male pt. The nurse noticed some blood was squirting out of the site. It ended up that the catheter which was placed femorally, had broken off from the hub. They were able to remove the catheter from the pt. Follow up info received on (B)(6) 2012 from the risk manager states no further details are available for this event. This event did not cause the pt any harm.

Manufacturer narrative:
(B)(4). Follow up report will be filed if add'l info becomes available.